Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer attempted to resolve the occlusions by changing pump supplies or the cartridge only. Ultimately, the customer continued to use the pump for insulin therapy.